Event description:
Olympus was informed that during a therapeutic transurethral resection of the bladder tumor in saline (turis-bt) procedure, error code "e006 - non-conductive fluid" was displayed on the esg-400 electrosurgical generator and the patient sustained multiple bladder perforations. Previously, an explosion occurred inside the patient's bladder after the operating surgeon apparently activated the high-frequency output (output mode/output power level/effect: bipolar cut - salinecut/200 w/2; bipolar coagulation - salinecoag/120 w/2) while the distal end/tip of the hf resection electrode was located in a gas bubble inside the patient's bladder. The intended procedure was reportedly completed after it was converted to conventional/open surgery where the perforations were treated. The patient was subsequently hospitalized and reportedly recovered.

Manufacturer narrative:
Device evaluation: the suspect medical device was not returned to the manufacturer for evaluation/investigation but to olympus medical systems corporation (omsc), (B)(4). Extensive tests were performed with particular focus on the high-frequency output of the esg-400 electrosurgical generator, but omsc was unable to prompt any malfunction. All tested operating parameters were completely within specification and no abnormality, defect, failure or malfunction was found at all. Therefore the exact cause of the patient's outcome and the reported phenomenon could not be conclusively determined and is being judged as unknown. However, it can be excluded that it was caused by a malfunction of the esg-400 electrosurgical generator. Furthermore, this event/incident was attributed to use error as the explosion occurred after the operating surgeon activated the high-frequency output while the distal end/tip of the hf resection electrode was located in a gas bubble inside the patient's bladder. The case will be closed from olympus side with no further actions. However, the event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results and pro re nata trained again on the correct usage of the olympus medical devices.

Manufacturer narrative:
The esg-400 electrosurgical generator was not returned to the manufacturer for evaluation/investigation but to olympus medical systems corporation (omsc), (B)(4) (returned to omsc on 2015-04-27). However, the exact cause of the patient's outcome and the reported phenomenon could not yet be determined as the evaluation/investigation is still ongoing. As soon as the investigation results and final evaluation are available, this report will be updated. Olympus submits this incident as a medical device report (MDR) in abundance of caution.